Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported approximately two hours and twenty-five minutes into hemodialysis (hd) treatment, a visible blood leak was noted in the dialyzer. The blood was not returned. Approximate blood loss was 248ml. No adverse affect to the patient was noted. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported approximately two hours and twenty-five minutes into hemodialysis (hd) treatment, a visible blood leak was noted in the dialyzer. The blood was not returned. Approximate blood loss was 248ml. No adverse affect to the patient was noted. Additional information was requested but was not received to date.